Manufacturer narrative:
The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This MDR is related to mw5090369. (B)(4).

Event description:
A consumer who underwent lasik reported to a health authority experiencing blurriness, graininess, loss of vision, and hazy film following the procedure. The patient was told by the surgeon the left eye was overcorrected and had aberrations that made it unclear what the condition of left eye was. The patient was put on steroid drops to help the left eye heal. The patient requires glasses with a higher prescription than prior to lasik and was told will require additional procedures. The patient has recently developed vision loss, halos, migraines, swelling/drooping of the eyelids from straining to see, and depression and anxiety due to their vision and symptoms. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.